Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited the scope shows no image and black screen when plugged in, the issue occurred during diagnostic procedure. There were no reports patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube was found to be bent and dents and video connector has multiple cracks. Distal fiber breakage, and scratches at distal end. Based on the results of the investigation, a root cause could not be identified. The most probable cause of the complaint is due to: cause traced to component failure expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.